Manufacturer narrative:
Section d4 & h4: correction. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log files confirmed pump stops and low speed events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log files captured one transient low speed advisory alarm on 19apr2019 at 03:38:43 am, associated with the pump speed decreasing to 7570 rpm. In addition, several pump stops and low speed hazard/advisory alarms were observed on 20apr2019 and 21apr2019. All of these pump stops and low speed events occurred while the system controller was connected to a power module. Power elevations up to 14.1 w and low flow hazard alarms were also observed during some of these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on 23apr2019 and the replaced portion was returned in a segment measuring approximately 21¿. The outer layers of the driveline were severed approximately 18¿ from the metal connector. The outer silicone jacket appeared to have been sliced open approximately 1.5¿ from the metal connector through the remainder of the driveline segment. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the events observed in the submitted log file. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 1 month. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced low flow alarms which were initially believed to be dehydration. The patient was admitted due to continued low flow alarms and the green running arrows went off and on. While admitted, the patient was on power module and the alarm continued which caused the patient to be lightheaded and dizzy. The patient switched to batteries and subsequently the alarms subsided. Low flows, decrease lvad speed of 7000 rpm, and pump offs were observed upon interrogation of the device. The manufacturer's technical service representative reviewed the log file and observed multiple pump stops and low speed operations which dropped below the low speed limit of 9000 rpm on (B)(6) 2019. Additional information: the patient continued to experience pump stops, low speed advisories, with associated low flows on power module. X-ray showed areas of concern and the patient underwent driveline repair on (B)(6) 2019. The patient continued to experience pump stops and was on ungrounded patient cable. The patient is currently living at home with an ungrounded cable.